Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported that the ventilator would not power down. There was no patient involvement. The customer troubleshot with technical support and found in the ventilator diagnostic logs an error code indicating alarm light emitting diode (led) failed. The customer was advised to replace the power switch overlay.

Manufacturer narrative:
G4:09nov2020. B4:04dec2020. Upon a follow up with technical support the customer reported that the power switch overlay was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.